Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge. The customer's blood glucose (bg) level was 349 mg/dl and the bg level was addressed with a bolus via the pump. Additionally, it was reported that the suspected cause of the bg level was due to beverage consumption.